Event description:
It was reported that a large volume folfusor had "light spots" in the center tubing located inside the elastomer. This was observed during visual inspection by the pharmacist. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between february 26-28, 2024. H11: the actual device was received for evaluation containing fluid in the bladder. Visual inspection via the naked eye noted three white spots located on the stressmember. The stressmember is located inside the bladder. When the sample was disassembled for further inspection, the three white spots were observed to be embedded within the material of the stressmember. The three white spots were not in the fluid path. The three white spots were measured using a tappi chart and found to be 0.20, 0.25 and 0.40 square mm in size. The white spots were identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.